Manufacturer narrative:
The insulin pump passed the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads and a scratched display window.

Event description:
Customer reported the insulin pump alarmed "no delivery" for a week. Customer has changed out the entire set multiple times. Troubleshooting was performed. Customer's blood glucose was 256 mg/dl, treated with a bolus. Alarm and possible causes was explained to the customer. Customer reported he has tried everything and did not want to continue troubleshooting. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.